Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump may be over delivering. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. The customer goes to bed at 234 mg/dl and wakes up low. The customer used food to treat the lows. Troubleshooting was not completed but the customer was asked to contact the hospital and check their settings. The customer was using a competitor's sensor system. The insulin pump will not be returned for analysis.